Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the hospital with multiple non-sustained ventricular oversensing episodes. Stored egm revealed that the device exhibited post-paced t-wave oversensing. Programming changes were made.